Event description:
The facility representative reported a flogard infusion pump with "indicate air." The event was reported to have occurred upon power up in the intensive care unit. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "indicate air" was not confirmed nor reproduced during service evaluation. The assignable cause was not identified and no repairs were performed for the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review revealed that this device was not previously serviced for the reported condition.